Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-25. Investigation summary: one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. A clog test as per tp700483 was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample or photos therefore no root cause can be identified.

Event description:
It was reported while using bd pen ndl 31ga 5mm medication did not flow during injection. The following information was provided by the initial reporter, translated from japanese to english: according to the patient's report, drug did not come out; when using another pen needle, the drug could be injected. The patient is considering that this issue occurred possibly due to needle clogging.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd pen ndl 31ga 5mm medication did not flow during injection. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the patient's report, drug did not come out; when using another pen needle, the drug could be injected. The patient is considering that this issue occurred possibly due to needle clogging.